Event description:
Reported ventricular pacing impedance > 2000 ohms, increased threshold, and noise with pocket manipulation. Charge time was 19 secs from autocap. Device was removed from service. No patient complications have been reported as a result of this event.

Event description:
It was reported that ventricular pacing impedance was > 2000 ohms, increased threshold, and noise were noted with pocket manipulation. Charge time was 19 seconds after auto capacitor formation was done. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: a save to disk review was unable to confirm long charge time. The reported lead to device interface issues (interference/noise with pocket manipulation, high impedance, and increased threshold) could not be further investigated as the leads remain actively implanted. Preliminary and functional analysis of the ICD determined it was within specification. Other : it was reported that ventricular pacing impedance was > 2000 ohms, increased threshold, and noise were noted with pocket manipulation. Charge time was 19 seconds after auto capacitor formation was done. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed; 30801126 mechanical tests performed. Visual examination: device evaluated and alleged failure could not be duplicated. Impedance, high, interference, noise, high threshold, charge times, delayed.